Manufacturer narrative:
Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the drive unit. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a centrifugal pump 5 (cp5) drive unit become hot during priming and rpm dropped to zero. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H 11: complained cp5 drive unit was returned to manufacturer for investigation. The device was cleaned and disinfected during a run test of 1 hour at maximum speed, the pump starts getting hotter and the water inside the testing tubing system, for the water flow test, becomes very hot. Despite that, during this time, no drops in the speed has been detected. The device was inspected and high level of dust was found inside the clamp on the majority of electrical connectors. Considering the high temperature reached, the presence of the dust could have caused some interference with the electronics as well as it could have blocked the air circulation to cool down the pump during operation customer was contacted and it was agreed to scrap the device at manufacturer site. No other similar event has been registered on the involved device since its installation in 2014. Based on the above facts, it cannot be ruled out that the reported problem was caused by an electronic fault enhanced by internal dirt in the device. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.